Event description:
Additional information was further provided by a foreign healthcare provider via company representative. As per the clinician programmer, the service code 528 occurred regarding pump motor stall having recovered and service code 302 was displayed regarding the pump time having been 1 hour and 9 minutes behind the programmer time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative (rep) regarding a patient receiving baclofen (500 mcg/ml, 199.96 mcg/day) via implanted infusion pump. It was reported that error codes 529 and 303 were recorded. The patient did not undergo an MRI examination. The pump elective replacement date (eri) was noted as (B)(6) 2030 in the logs provided. No further information was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The pump was implanted on 2023-may-11. The code 529 regarding a pump motor stall having recovered, and code 303 regarding pump time out of synch with the programmer time were observed on 2024-jun-16. As per the pump¿s log, the pump time was 1 hour and 18 minutes behind the programmer time and was reset to the programmer time. Actions/interventions taken to resolve the error code 303 included the pump time having been reset to the programmer time. Only the code 303 was resolved. Actions/interventions performed to resolve error code 529 were unknown. The cause of the error code 529 was not determined. The pump remains implanted and in use.